Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's l4 lead migrated which was confirmed from an x-ray. Surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.